Event description:
I used renu with moisture loc contact lens saline solution from approx 10/05 thru 08/06. In 01/06, I had mucus discharge, sensitivity to light. Finally went to eye specialist and he treated my eyes, antibiotic eye drops. Told me not to use contacts for 3 weeks and not to use the solution anymore to throw it away. Today it still bothers, me especially the bright light.